Manufacturer narrative:
Unit passed the displacement test, self-test, unexpected restart error test, and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No alert/alarm icon anomaly noted. The low reservoir alarm and no reservoir alarm functioned properly during testing. No motor error alarm noted. Unit was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. There was no gap noted between the motor slide and the water filled reservoir. Unable to complete the occlusion test or perform the excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal delivery. After the customer rewound and primed the insulin pump, insulin kept shooting out. Customer's blood glucose level was 53 mg/dl. She treated her blood glucose level with food. The customer was able to rewind the insulin pump. The insulin pump did not alarm motor error more than once in the last 30 days. The displacement test passed. She saw a gap between the piston and reservoir stopper during prime. Insulin continued to drip after letting go of the act button. The customer did not receive a second series of beeps nor did the numbers appear on the screen when she pressed the act button. The reservoir compartment had a crack. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.